Event description:
Patient was revised to address pain and fluid build-up. (B)(4) 2012, litigation alleges that the patient suffered pain and pressure around the right hip joint and buttocks, occasional popping, swelling, difficulty walking and increased pain upon walking going down into his legs. Patient has excessive levels of chromium and cobalt. During right hip revision, there was a large fluid collection surrounding the right greater trochanter and extending to the lateral margin of the joint space. There is no new information that would change the outcome of the investigation. (B)(4) 2012 - patients operative records were received. Records indicate that corrosion around the taper was found upon revision.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.